Event description:
It was reported that customer experienced continuous glucose monitor error while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, confirmed error did not reappear, and successfully started new sensor session.